Event description:
It was reported that the subject device universal cord was cut. The issue was identified during set up and inspection of device for use. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. The reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.